Event description:
During an endoscopic retrograde cholangiopancreatography, the physician selected a cook memory hard wire basket. It was reported that the user opened the package and discovered that the [basket] retraction into the sheath was difficult. With slightly additional force, the sheath kinked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was returned with the basket fully advanced. The basket was able to be fully advanced/retracted without resistance and the basket was fully formed. No buckling of the catheter was observed and the clear tubing remains in a fixed position during advancement and retraction. During our laboratory analysis, the basket was advanced through a duodenoscope. The duodenoscope has an accessory channel that is 4.2 mm in diameter. The basket was able to be advanced/retracted without resistance. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved could not confirm the report as it was described. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "after confirming desired position of basket sheath relative to target, advance basket out of sheath by pushing forward on handle. " the instructions for use also indicates: "advance device through channel in short increments until basket sheath exits endoscope." Basket deployment difficulties and buckling/breaking of the device can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.